Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, a reporter contacted animas alleging that there was an intermittent power issue with the pump. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no serious injury associated with this complaint.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 01-oct-2018 with the following findings: review of the black box data did not reveal any records of power interruption. The data from the date of the alleged event had been overwritten due to continued use of the device by the patient after the alleged malfunction. The returned battery cap was intact and without damage. The battery cap measurements were within the required specifications and the cap secured properly to the pump. The pump powered on normally and was exercised without any interruption in power. There was no damage, defect or contamination of the pump¿s interior components. Investigation did not duplicate the complaint and the pump was found to be operating as intended without malfunction.